Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." Per tandem¿s t:slim x2 g5 user guide: ¿do not remove or add insulin from a filled cartridge after loading onto the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose reached 299 mg/dl. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue. The pump supplies were in use for up to 6 days with humalog insulin. Additionally, customer re-loaded a previously used cartridges with insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.